Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported pain in ins pocket. Patient stated she was sitting in the car for 6 or 8 hours and the morning after she felt discomfort 'right where ins is'. Caller stated 'when they got out of bed they "thought they were going to die". Caller stated her husband turned stim down to 0.5, but not off. Patient services walked caller through how to turn stim off if she ever wanted to. Caller stated she still has swelling and sutures. Caller stated she has been in the same position and not moving. On the call, caller stood up and moved around and did not feel anything. Caller stated she was going to increase stimulation later. Caller stated she will monitor the discomfort and contact hcp if it does not go away. Additional information was received on 2019-05-01. Patient reported that they felt a spasms like an electrical shocking sensation while sitting in a car and that the shocking did not last for long and went away and everything was find. They also reported that they have been having issues with bowel as they experienced constipation and had been going through pads every hour. They further stated that they have not found the ins to be helping them. There was no further complications noted or anticipated.